Event description:
About six days post implant the patient was in for a wound check and had complaint of swelling and pain in left arm. An ultrasound was done and dvt (deep vein thrombus) was confirmed. The patient was started on oral medication. The system remains in use. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.